Event description:
The following was reported to hamilton medical ag: battery not charging and loss of external power alarm. No output dc voltage came from power supply board. Failure occurs during the general check. The patient was not involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: battery not charging and loss of external power alarm. No output dc voltage came from power supply board. Failure occurs during the general check. The patient was not involved.